Event description:
It was reported that the patient received anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response from the cardiac resynchronization therapy defibrillator (crt-d). The atp accelerated the rhythm into the ventricular zone where therapy was inappropriately given for supraventricular tachycardia (svt). The shock was successful in converting the af and svt. Boston scientific technical services (ts) was consulted and discussed the reason that therapy was given was due to the rhythm becoming stable. The crt-d remains in service and no adverse patient effects were reported.